Event description:
The catheter-sleek 4.0mm x 220mm l=155cm balloon separated from the catheter. It separated from the catheter while trying to pull through sheath. Proximal catheter balloon interface. The balloon was removed from the pt with a snare device.